Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. Note: the customer's complaint that this device is frozen could not be confirmed. The unit was tested and passed all operational specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It is reported during an ankle fracture surgery on (B)(6) 2012 the small battery drive was making a noise as if it was going to start but then stalled. Reportedly the procedure was delayed approximately 5 minutes while a spare device was obtained. This is 1 of 1 report for this event for complaint number (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.